Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite by a baxter technician. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. No additional information is available at this time.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. Baxter's review of the device event history determined a battery depleted alarm interrupted delivery. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged batteries was confirmed, but not duplicated. The root cause of the reported condition was determined to depleted main batteries. The main batteries and harness were replaced to correct the condition. This device is a remediated colleague pump with a user interface module software version of 5.08.92. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).